Event description:
2004: patient for right rotator cuff repair, distal clavicle excision and bicepts tenodesis. During the procedure three bifastin suture anchors were placed with 2 strands of ethibond #2 suture in each. 03/2005: MRI demonstrated complete rupture of the cuff. 2005: pt returned to o.r. To repeat repair, right rotator cuff. Excerpt from operative report: the shoulder joint was inspected. The bicep tendon had ruptured and the stump was excised. The previous anchors were inspected and the most anterior anchor was noted to be intact in the bone, but the sutures had pulled through the tissue. The more posterior anchour had actually snapped at the hub of the screw portion of the absorbable anchor and the distal portion of the anchor was still attached to the cuff which was grossly retracted.